Event description:
It was reported that the customer experienced a display issue with their pump, which turned gray when the button was pushed, affecting the ability to interact with or read the screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.